Manufacturer narrative:
(B)(6) 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed a crack on the minicap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps from minicap prep kits were damaged. It was reported that the minicaps were cracked. The event occurred during use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.